Event description:
Pt reports eye infection. Follow up with the pt for more info has been made, but no reply from the pt. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being reported as an eye infection with unconfirmed casual relationship to the lens. Method: no lot info, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, and update to this report will be provided within one month of receipt of the add'l info.